Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The fiducial placement was not ideal for green circle to cover the region of interest. The site staff has been provided suggestions for better registration results. The software functioned as designed.(B)(4)

Manufacturer narrative:
During the procedure the medtronic representative noted that the fiducial placement was not ideal. The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for patient registration methods. The medtronic representative worked with the surgeon to improve fiducial placement and optimize tracer methods for future use. The medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. There were no further issues reported.

Event description:
A medtronic representative reported that during the removal of a right retro mastoid tumor the surgeon alleged the navigation system was 5 millimeters inaccurate in the lateral direction. The medtronic representative reported the surgeon registered the patient using point merge and reported the green sphere of accuracy was not covering the tumor. The surgeon attempted to re-register the patient using point merge multiple times and tracer and completed the procedure with the use of the navigation system noting the inaccuracy. There was a 20 minute delay to the procedure while the surgeon re-registered the patient. There was no impact on patient outcome.